Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels. The patient's blood glucose level was "above 600 mg/dl" from the unknown device. The patient went to the hospital and was treated with insulin via IV. The patient was in the hospital for 3 days. The infusion device was requested to be returned for product evaluation.